Event description:
New information received noted the patient presented for a left ventricular lead repositioning procedure. During the procedure, a guidewire was inserted in the lead but the lead would not track over it. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced continued diaphragmatic stimulation from left ventricular lead pacing. The lead was turned off. Chest x-ray on 2/12/2018 revealed lead movement. No intervention reported.